Event description:
It was reported "patient attended facility for planned treatment around midday. I was called to assess the PICC line as the nurse had some concerns. At this point the patient had received most of her premedication without any issues and she reported no discomfort in the left arm. On assessment, the line appeared to be working fine / fully patent, no signs of leakage observed from the site. However, within the next 10 minutes, I returned to follow up and noted slight swelling in the area of the left acf, approximately 10 cm away from the PICC site insertion. Both arms measured and equal. We apologized to the patient for this incident and managed the extravasation conservatively by immediately stopping the infusion. Ice pack placed on the distended area and elevated the arm. We have marked the area of swelling, my colleague informed the anp and registrar on call and proceeded with the referral to plastics. We attempted aspiration from the line - only blood seen. The PICC line subsequently removed and inspected, we noted a clear and obvious split at the 6cm mark intravenously. We sought a second opinion from the on-site dr dermatologist that reinforced the same advice as above. Patient remained under observation in the unit until the end of the day for monitoring. Patient was receiving epirubicin at the time of incident which is a vesicant and has potential to cause severe tissue damage therefore extravasation protocol was followed immediately by stopping the infusion, aspirating from the line (only blood return seen), marking the area and applying cold pack. No pain/discomfort was reported from patient at this time or throughout. Vascular access nurse already present, discussed with on-call drs and plastics referral done. Several phone calls made to on-call following this to determine next steps to take as situation needed actioning in a timely manner. Communication also made to lead sact nurse during this time. Another facility advised patient needs washout and unfortunately there was a delay as on-call dr was trying to see if they would be able to do this in their facility instead of sending patient to the other one but not getting response from them. Patient was very anxious so kept informed regularly throughout. Swelling and redness had settled after applying ice packs however explained that due to the nature of the drug it has potential to cause harm and damage further on if not given the appropriate treatment as advised by the plastics team. Explained that she would need to be seen urgently in the facility if able but the other facility if not due to needing the washout to be done. Patient was not happy about this as had to re-arrange transport and also having the uncertainty of not knowing where to go. Due to delay in getting response from t;o team, decision made to send patient to the other facility. Received call from plastics sho and advised patient needs to go to ed and ask for plastics upon arrival. Patient upset as worried that she would need to wait for hours. Explained it would be a medically expected arrival for the plastics team so would need to ask for them as soon as she got there as advised. Patient has been reviewed by the other facility's team and plan put in place for follow up there + anp and patients' oncologist.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors.